Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an adhesive event with an infusion set which was lost as it got unplugged from body because of tape issues when the patient was playing. No further information available.

Manufacturer narrative:
E1: (B)(6).